Event description:
It was reported that during a lap cholecystectomy procedure, there were malformed clips. A new instrument was opened and used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.